Event description:
It was reported that the helix failed to fully extend. The helix would only extend approximately 2 turns and then would not advance further. The lead was not implanted. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 implantable tachy lead 2008 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6); 4194-88 implantable pacing lead 2008 (B)(6). (B)(4).